Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: when received by our qe's for evaluation, the condition of the devices showed no significant physical damages. A shake test was performed on the mainframe; no loose parts were heard. The interface, simulator and probe were connected and the mainframe turned on; boot-up sequence completed with no errors. Touchscreen responded. A monitoring mode was selected using all available channels. Each channel was stimulated in turn; normal and appropriate responses were seen on all channels. The stim setting was changed using the probe; system responded appropriately. Electrode check was within acceptable ranges for all channels, stim 1 and 2, and ground. Service and repair examined the unit (B)(4); could not verify customer's issue. As a precautionary measure, placed unit in burn-in for 24 hours attempting to observe any heat related failure. Unit never failed. The item was tested and passed all manufacturing specifications. Service and repair examined the unit (B)(4); could not verify customer's concern. No fault found with the patient interface cable. The item was tested and passed all manufacturing specifications.

Event description:
It was reported that during a procedure, the nim was working properly for half the case before it suddenly stopped recording emg responses. They could still stimulate and had stim return, but there were no responses. Because the surgeon knew he was on a nerve and got no response, he believed this was a false negative. They discontinued use of the nerve monitoring. The surgeon was comfortable about the surgery outcome; there was no reported patient impact.